Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. Evaluation summary it was caused due to the x-ring defect on the lg prong assy. In addition, we confirmed that the ccd module defect; however, it is not related to the alleged complaint. Replaced parts in this complaint are as follow. Ccd module due to defective this report is being filed as part of the pentax backlog management plan.

Event description:
Lg connector leaky; x-ring defective. This event occurred at the time of before use. There was no report of patient harm.